Event description:
On date above had major heart attack with stent placed. 15 days later had another heart attack & another stent placed which was 90% blocked at the time of my first heart attack. (B)(6) 2023 they put me on brilinta. I got a rash that looked like sun poisoning almost immediately also swelling across my nose with lots of snot going down my throat & my throat closing/swelling up. Now here eight months later the "rash" is extreme & has overtaken my whole body almost. It just started out on one of my forearms. On (B)(6) 2023 doctors added norvasc to my medications & and that's when we noticed the rash became unbearable. It's still going on & not really healing up. But some doctors seen have acted very concerned & some have acted like it's no big deal. Reference report: mw5149001.refer to add'l documents in i2k.